Event description:
The customer reported that half way through startup, the system shut down and will not reboot. No patient injury was reported.

Manufacturer narrative:
(B)(4). The system was repaired, found to be operating as intended, and released to the customer for use.